Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the calcified, severely tortuous proximal to mid right coronary artery (rca). The lesion was predilated with an unk balloon. The physician attempted to place the 3.00x32mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the physician noticed that the proximal edge of the stent was raised. Plain old balloon angioplasty (poba) was performed in the lesion and a 3.50x32mm taxus stent was implanted. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.